Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Evaluation summary: dimensions measured found the part to be conforming to print specifications. It is likely that the problems encountered are related to surgical technique. No other complaints of this nature have been rec'd for this product/lot combination and no other complaints have been rec'd from this surgeon. Evaluation codes: the device history records were reviewed and found conforming. Visual examination identified that the dovetail feature was compressed down on one and flared out on the other; indicating that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.

Event description:
It is reported that the articular surface would not seat properly on the tibial plate.